Manufacturer narrative:
Additional information: d.10 device available for eval: no. H.6. Investigation summary : there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use the catheter tip was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheter tip appears jagged or cut.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter tip was damaged with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheter tip appears jagged or cut.